Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance which was detected via the patient remote monitoring system. Additional information indicated that the field representative could not provide any further information at this time. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the patient was brought in for further evaluation and defibrillation threshold (dft) tests. A 1.1 joule shock was delivered and a message was displayed indicating an open circuit was detected. It was reported the patient has never received therapy from the system and elected to have it removed. The device was successfully explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.